Event description:
It was reported to resmed that an astral device had a blank screen and displayed a safety reset alarm message. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported blank screen and review of the device data logs could not confirm the reported blank screen. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported device reset was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference#: (B)(4). Pending evaluation.

Event description:
It was reported to resmed that an astral device had a blank screen. The device was not in patient use when the reported event occurred.